Event description:
It was reported that the patient presented with multiple inappropriate therapies due to afib. Av node ablation was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.